Manufacturer narrative:
Additional product code: ktt. Date of original implant was sometime in 2017. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The patient underwent a removal of hardware and an open reduction internal fixation (orif) with a new low profile reconstruction plate, bone graft and reamer/irrigator/aspirator (ria) due to a nonunion pelvis and a broken device. There were fragments that have been generated and it was easily removed. There was no surgical delay. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of hardware and an open reduction internal fixation (orif) with a new low profile reconstruction plate, bone graft and reamer/irrigator/aspirator (ria) due to a nonunion pelvis and a broken device. There were fragments that have been generated and it was easily removed. There was no surgical delay. The procedure was completed successfully. The patient status is stable. This complaint involves two (2) devices. This report involves one (1) 3.5mm low profile reconstruction plate 16 holes. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date for previous follow up report should have been february 05, 2019 not march 01, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Note: patient returned to surgery for the revision on (B)(6) 2019. It was reported that patient had previous surgery elsewhere.